Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. Approximately two months post deployment, the patient presented with abdominal and pelvic pain. CT scan revealed that the ivc filter was migrated above the level of the renal veins and nearly intrahepatic. Following day, a retrieval attempt was made using snare method which was unsuccessful because the filter was tilted posteriorly. Four months followed by, another attempt was made to retrieve the filter, which was unsuccessful because the filter was tilted with the legs extending into left and right renal vein orifices. Therefore, the investigation is confirmed for the filter tilt, filter migration and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 03/2018.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, hysterectomy surgery, with history of dvt and pe. At some time, post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and migrated cephalad and was positioned above the renal veins and near the intrahepatic bile duct .the device was removed percutaneously after an attempted but unsuccessful removal procedure. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.